Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had elevated thresholds and high impedance. A lead fracture was confirmed. The lead was inactivated and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: the lead was returned and analyzed. Results revealed that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.